Event description:
The customer's mother called to report that the customer was hospitalized with diabetic ketoacidosis. The mother stated that the infusion set he was wearing was not delivering any insulin. The call was disconnected at this point. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.